Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Patient demographics: ethnicity: (B)(6) pre-operative diagnosis: revision spondylolisthesis removal hardware l4-l5 revision fusion l2-l4 levels implanted: l3-l5 it was reported that, intra-op, bone screw was inserted into the l4 pedicle and was unable to advance or pull out by any means. The tips of the screwdrivers broke while trying to advance the screw. The tip of the screwdriver broke while removing the inserted screw. The tip of the screwdriver broke while trying to pull out the screw. The screw had to be cut to make sure that it was not remaining proud. Screw is still in patient but is not connected to construct. The products came in contact with the patient. No fragment of the products remained inside the patient. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis :visually confirmed driver outer shaft is broken off; crack propagation appears to have initiated near stress relief fillet, and the inner driver tip has been twisted, with the approximately 3mm of the tip plastically deformed, consistent with torsional overload. Microscopic examination of fracture revealed a quasi-brittle fracture with fracture surface chevrons providing some additional evidence of overload as the mechanism of ultimate failure.the above findings are consistent with torsional overload.